Event description:
The customer reported that they are using the tc70 carts. They state they have ongoing issues with low voltage in augmented leads, avr, avl and avf. They have run a lead check and found no issues with leads. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that they are using the tc70 carts. They state they have ongoing issues with low voltage in augmented leads, avr, avl and avf. They have run a lead check and found no issues with leads. Replacement leads were sent to the customer. Philips received a total of 8 leads from the customer. We have confirmed that 5 out of the 8 are shorted. One of the leads passed the tc leadwire performance test, but later it was confirmed as a intermittent short. They are all the lhi leads with datecode (B)(6) 2010. We will consider this a malfunction of the leadwire where the customer is experiencing low voltage in augmented leads.